Event description:
A revision surgery was performed on (B)(6) 2011 to replace a broken pedicle screw at s1, left side, that was implanted on (B)(6) 2010. It was reported that the break occurred approximately one year following the initial surgery when the patient lifted an air conditioning unit. Per the surgeon, partial fusion may have also been a contributing factor.

Manufacturer narrative:
Method: the explanted device was not made available for evaluation. Based on commentary from the initial reporter and surgeon, a lack of solid bony fusion contributed to stress and breakage of the pedicle screw. Additionally, it was reported that the patient did not comply with post-operative medical advice to not use non-steroidal anti-inflammatory medication. The device instructions for use provides the following postoperative care information: "deterioration of the device after bone consolidation cannot be considered to constitute a dysfunction or deterioration in the characteristics of the implants." "Advise the patient not to smoke, utilize nicotine products or consume alcohol or non-steroids or anti-inflammatory medications during the bone graft healing process." "Failure to immobilize a delayed nonunion of bone will result in excessive and repeated stresses on the implant. By the mechanism of fatigue these stresses can cause eventual bending, loosening, or breakage of the device(s)." Conclusions: patient non-compliance, non-union of bone, and mechanical stress contributed to breakage of the device.